Event description:
Consumer stated: "the toothbrush head that I received is absolutely terrible! I've used it 3 times and every time I'm spitting out mouthfuls of bristles! Tonight I accidentally swallowed one and have been gagging. This is horrible quality. I've never in my life used a toothbrush where the bristles fall out. This isn't just one or two. I'm spitting out at least 5-6 if not more every time I have used it."